Event description:
Customer alleges letters appeared in the display instead of number in the number result field of the compact plus system, which signifies that segments were possibly missing and/or darkened. Customer discovered the alleged display issue when she called the manufacturer. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.